Event description:
Employee reported pt had a catheter placed and it sheared intrathecally. Another surgery was performed to retrieve the catheter. The extra piece of catheter was never found. The pt is reported to be doing extremely well.